Manufacturer narrative:
The facility biomedical technician powered on the system, and verified the illuminator is working. The company service representative examined the system, and could not confirm the report. The power supply was replaced, and sent for in house testing. The system was tested, and it met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed, when additional information becomes available.

Event description:
The customer reported a burning smell from behind the illuminator. Five cases were cancelled. There was no patient harm reported.